Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the tip of the large hem-o-lok clip applier instrument jammed and stopped clamping. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a derailed grip cable from its normal position at the force amplification pulley. The instrument failed the intuitive motion test. And was observed to exhibit imprecise motion. A clip test was performed and passed. A visual inspection of the backend found cracked input disk that would have caused the derailed cable. Additional related observation: the instrument was installed on an in-house system and driven and exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Additional observation not reported by site: the instrument was found to have grip input disks #3 and #4 cracked. Both input disks exhibit hairline cracks. Other backend components adjacent to the broken inputs do not show damage.